Manufacturer narrative:
Additional product codes: ftl and ftm. Initial reporter is a synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that when the plate was cut, titanium and polyethylene parts were separated. The procedure was successfully completed using a non-synthes device with a five (5) minute delay with no consequences to the patient. This report is for a plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part #: 08.520.121s, lot #: ds7005470, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 09 aug 2020, expiration date: 01 june 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the polyethylene surface of the synpor ti reinforcd fan pl fixtn h/.8 -s is out of the original position, this condition is related with the customer complaint, since a delamination condition was observed on the device. No dimensional inspection was performed due to post-manufacturing damage and device geometry. The overall complaint was confirmed as the observed delamination condition at the synpor ti reinforcd fan pl fixtn h/.8 -s. Based on the investigation findings, it has been determined that CAPA-011227 has been opened to address this as a design enhancement to the product. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. According to pictures provided by the customer, the polyethylene surface is out of the original position, this condition is related with the customer complaint, since a delamination condition was observed on the photo provided. The customer complaint was confirmed. This investigation was performed based only on the photos and video provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. CAPA- was opened to address this as a design enhancement to the product. Further information can be found in the CAPA documentation in etq. Device history lot: as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.